Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a crack in the cap of the tube with the incident lot was observed. Additionally, (B)(6) retention samples were selected for evaluation, and the customer's indicated failure mode for crack in cap of the tube was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 16 x 100 mm x 8.5 ml bd vacutainer® sst ii plus plastic serum tube had a crack in the cap of the tube. No injury or medical intervention reported.